Manufacturer narrative:
Device was received from the field with battery at end of service (eos) level. When device is at eos level the measured data may not be accurate. Device was cut open and further electrical and mechanical analysis were performed, and no anomaly was noted. Projected longevity estimation was performed, and device had exceeded projected longevity and is considered normal depletion.

Event description:
During a follow-up, the device was interrogated with magnet resonance and found to be at end of life (eol). A review of recent records revealed a decreased pacing impedance. Technical support was contacted and suspected incorrect measurements due to the device reaching eol. During a device exchange for normal battery depletion, the lead impedance measurements were acceptable. A new device was successfully implanted. The patient was in stable condition.